Event description:
It was alleged that late in a case the dr discovered that the scope was not compatible with the hardware. Due to these circumstances the pt had to be opened to complete the procedure. (Reverse cant versus regular cant.)

Event description:
It was alleged that late in a case the dr discovered that the scope was not compatible with the hardware. Due to these circumstances the pt had to be opened to complete the procedure. (Reverse cant vs. Regular cant)